Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected troponin I es results were obtained from three different patient samples using two different vitros tropi es reagent lots when tested on two different vitros 5600 instruments. The definitive assignable cause could not be determined. Based on historical quality control results, an unexpected performance issue with either of the vitros tropi es reagents is not likely; however, the troponin I level in the low level control fluid in use does not adequately verify performance of the assay at levels <url. Therefore, a reagent issue cannot be ruled out as a contributing factor. In addition, it is unknown if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. Since no precision testing was performed to assess the performance of the vitros instruments, an instrument related issue cannot be ruled out.

Event description:
The customer complained after obtaining non-reproducible, higher than expected troponin I es results from three different patient samples using two different vitros tropi es reagent lots when tested on two different vitros 5600 instruments. (B)(6). Biased result of the magnitude and direction observed may lead to inappropriate physician action. The results were not reported outside of the laboratory and there was no allegation of harm as a result of these events. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).